Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Revision due to cystic lesions in tibia and talus.